Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-631a-1854: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 317,461 joules and 41:44 minutes the fiber stopped functioning. The fiber was exchanged and the second fiber was used to complete the procedure at 151,193 joules and 61:56 minutes. No harm to the patient was reported.

Manufacturer narrative:
It was confirmed no injury to the patient.